Event description:
Customer reported intermittent, on-going high blood glucose levels over the past week, with the values between 501-600 mg/dl. A correction injection via mdi was administered, and the customer was instructed by technical support to inspect the infusion site, tubing, and t:lock connection. Though no issues were found with the site, t:lock, or insulin storage, the caller was advised to replace supplies as necessary and resume insulin therapy. Customer reverted to an alternate form of insulin therapy.